Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to reproduce the reported issue. The customer was provided an overview of the system features. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the port to which universal surgical manipulator (usm) 4 was docked moved with the usm during the procedure. There were no errors or messages, and no errors were observed in the logs. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon stated that the port that the system arm was docked to moved along with the system arm more than it normally did. The customer was not able to elaborate further. The customer informed that a message stating "to regain motion, clutch arm" appeared along with the issue. After undocking, reseating instruments and clutching the arm, the issue did not recur. There was no harm to the patient and the procedure was completed as planned.

Manufacturer narrative:
The annex codes were updated.

Event description:
Refer to h11 for follow-up information.